Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced broken motor mount for fails pm. Replaced ail sensor for lower housing damaged. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the rubber motor mounts 8100. A review of the device history record for sn (B)(4) was performed from (B)(6) 2012 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported fails pm.